Event description:
Subsequent to filing of the medwatch report, user facility medwatch report (mw5080134) was received stating: patient had endovascular repaired aaa on (B)(6) 2018 with bilateral insertion of 6f proglides- 2 per side? Totaling 4. Patient came to vascular clinic on (B)(6) 2018 because of bloody drainage from right groin, stating left groin was fine. Patient was examined finding that bilaterally both groin had presence of pus, bilateral groin ultrasounds were performed finding small bilateral hematomas present, negative for pseudoaneurysms, av fistula, and dvt's. The patient was given instructions and left the office. He presented back a few minutes later stating that his right groin broke open and he was bleeding. Upon exam the patient was found to have arterial bleeding from his right groin access site. Hemostasis was obtained with digital pressure. The patient was then taken emergently to the or for exploration of his right common femoral artery, debridement of infected artery, and common femoral artery endarterectomy. No additional information was provided.

Manufacturer narrative:
Patient codes: 1884 labeled 1888 labeled. Internal file number - (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hematoma, hemorrhage and infection are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Sus voluntary event report mw5080134.

Manufacturer narrative:
Internal file number - (B)(4). Correction: on MDR follow-up#1, the date was incorrectly entered as 10/24/2018. The correct date should have been 10/22/2018.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of infection is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closures of both common femoral arteries was completed using two proglide devices at each access site after an interventional abdominal aortic aneurysm procedure. Reportedly, two weeks after vessel closure the patient presented with infections at both access sites. The infections were treated with a saphenous patch, PICC line for 6 weeks, and IV ancef. The patient has been monitored at office visits. No additional information was provided.